Event description:
Ra (right atrial) us and ffrw oversensing on competitor atrial lead resulting in inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).